Event description:
Customer reported compact plus system blood glucose results at 5 minute intervals of 90 mg/dl, 109 mg/dl, 172 mg/dl, 166 mg/dl, 75 mg/dl, 117 mg/dl, 69 mg/dl, 119 mg/dl, 128 mg/dl, 94 mg/dl, 121 mg/dl, and 175 mg/dl. Customer reported no symptoms, no adverse event reported. A request was made for the return of the system, replacement was sent.